Manufacturer narrative:
Product analysis: the output connector assembly was confirmed to be broken. The lower case was damaged. Display wires were pinched, with breached insulation. Output connectors and case screws were contaminated. Errors were found in device log, and were attributed to the main printed circuit board (pcb) being out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector port. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.